Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the rns (remote network system or remote monitoring system) would not boot up. The system tries to boot up and then flickers and the screen turns black and stays that way. The biomedical engineer tried to install this rns at a different location in the hospital to check the network connection and it still did not work.

Manufacturer narrative:
The customer reported that the rns (remote network system or remote monitoring system) would not boot up. The system tries to boot up and then flickers and the screen turns black and stays that way. The biomedical engineer tried to install this rns at a different location in the hospital to check the network connection and it still did not work. The device was evaluated and the problem was duplicated. A replacement module or component was sent to the customer. Based on the information provided at the time of the event assessment, there is no indication that was a patient injury or a reportable event as a result of this issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.